Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that their insulin pump alarmed power error detected with replace battery now alarm without any low battery alert. Customer states that she woke up with ketones as pump had turned off. Customer also noted that internal power source in the pump is unable to charge and notification light did not immediately stop flashing. Customer¿s blood glucose was unknown at time of incident. Customer declined to perform troubleshoot for high and low blood glucose. Customer advised to monitor the pump and call back if issue occur again. Insulin pump will not be return for analysis.